Event description:
It was reported the pt ((B)(6)) lost stimulation and was unable to establish communication with the ipg using either the programmer or charging system. Surgical intervention was undertaken to explant and replace the pt's ipg. Effective stimulation was recaptured following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.